Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg found that the pump had a failed thermistor, which does not allow the pump battery to charge fully. The pump history was also reviewed, and there was no indication that the pump was shutting off during infusion. Based on the history, it appears that the pump was being used with the ac adapter, plugged into an outlet. The pump would have been unable to turn on and operate if it was not plugged in. This report is being filed because if the pump had been unplugged from ac power while in use, there is potential for it to have shut off without alarming. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "turns off completely". They stated that the when the pump is powered on it "just turns off, no alarm". The initial reporter also stated that this occurred during testing, and no patient had been involved. (B)(4).